Event description:
Patient representative reported left side biocell devices caused personal injuries' and damages including but not limited to the following: a diagnosis of bia-alcl, risk of bia-alcl recurrence, discomfort, itching, emotional distress, accumulation of foreign and adulterated silicone particles in the body, past physical pan and suffering from explanation, scarring and disfigurement. Plaintiff has been diagnosed with bia-alcl. Histopathological markers cd30+ and alk- have not been received. The device has been explanted.

Manufacturer narrative:
The event of silicone migration and lymphoma-alcl-suspected are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and lymphoma-alcl-suspected (histopathological markers not provided).

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2704695 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review, there is no information if the device will be returned for analysis in the device analysis laboratory, however the reported medical events are unable to observe, therefore they are not confirmed, and for the reported technical events the unit needs to be analyzed to confirm or not. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient representative reported left side biocell devices caused personal injuries' and damages including but not limited to the following: a diagnosis of bia-alcl, risk of bia-alcl recurrence, discomfort, itching, emotional distress, accumulation of foreign and adulterated silicone particles in the body, past physical pan and suffering from explanation, scarring and disfigurement. Plaintiff has been diagnosed with bia-alcl. Histopathological markers cd30+ and alk- have not been received. The device has been explanted.